Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The tubing was being used to infuse platelets, and the nurse observed fluid on the floor after the infusion started. It was traced back to a cut in the tubing. There was no report of patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.